Event description:
It was reported that the patient underwent a posterior lumbar interbody fixation at l1-s2 to treat degenerative kyphoscoliosis. It was discovered that one of the nuts on the sacral plate had migrated and allowed the plate and its connector to back out. The patient complained of pain. No additional patient complications were reported. No revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# g8634111 , lot 0060242w, expiration date 11/06/2017; lot 0102208w, expiration date 07-07-2018. This part is not approved for use in the united states; however a like device catalog # 8634111, 510k # k052054 was cleared in the united states. The manufacture date for lot 0060242w is (B)(4) 2009; the manufacture date for lot 0102208w is (B)(4) 2010. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.